Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed, indicating a compromised force sensor system, during the basic occlusion test due to a protruded/loose drive support disk. The device was unable to perform the occlusion test, excessive no delivery test, self test, unexpected restart alarm test, the operating currents test, and off no power alarm test due to the prime/fill anomaly. The unit had a missing end cap sticker, minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 16 mg/dl when paramedics arrived; the blood glucose reading was 113 mg/dl when the customer was admitted to the hospital. The customer was taken to the hospital because she was seizing. The customer stated that she changed her infusion set, and while priming, she received an alarm that indicated a compromised force sensor system. She stated that she was not wearing the insulin pump. She was advised that, during seating, the force sensor did not detect the reservoir. She had experienced an insulin reaction. She was treated with honey and glucagon, but it was ineffective. She noted that during troubleshooting, the dome sticker was missing from the insulin pump. Nothing further reported.